Event description:
It was reported that prior to an unk procedure, the device did not work. After trouble shooting, it confirmed the hand piece has problem. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/18/2008. Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn-acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally it was found that the hand piece no longer meets the specs for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.